Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor gel implant experienced rupture of an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor has no additional event details available at this time. If additional event details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The rupture occurred intraoperatively outside of the patient's body. Manufacturer¿s reference number: (B)(4).